Event description:
I used poligrip from approximately 1999/present. While I was using poligrip, I began experiencing numbness and tingling in my extremities. Dose: denture cream. Frequency: 2 x daily. Route: oral. Dates of use: 1999. Diagnosis: denture adhesive cream. Event abated after use stopped: no.